Event description:
It was reported that the customer was prompted to replace the cartridge due to low insulin, but the insulin was not low. The reported issue could not be confirmed. There was no reported impact to the customer's blood glucose level.